Manufacturer narrative:
Initial report: if information is provided in the future, a supplemental report will be issued. Supplemental report: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased six and a half years between one year follow-ups. Normal measurements. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Follow-ups were increased. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial report: if information is provided in the future, a supplemental report will be issued. Supplemental report: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased six and a half years between one year follow-ups. Normal measurements. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Follow-ups were increased. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased six and a half years between one year follow-ups. Normal measurements. Follow-ups were increased. This device remains in service. No adverse patient effects were reported.